Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that their bolus and basal settings were off. The customer reported 2 hospitalizations; the first time for low blood glucose and the second time for high blood glucose levels. The customer's blood glucose level for the low blood glucose incident was "very low". The customer reported going into a coma. The blood glucose level for the high blood glucose incident was 900 mg/dl. The customer's blood glucose level at the time of call was 160 mg/dl. The customer reported symptoms of nausea and vomiting. The customer was treated with an IV. The customer was wearing the insulin pump during admission. The customer completed troubleshooting for their settings and found that the time was off by 12 hours. The customer declined to troubleshoot for leaks, air bubbles, possible site issues, and to perform the high pressure test. The customer was advised to change everything, call back for assistance if problems persisted, and to monitor the insulin pump.